Event description:
A power source alert was reported by the caller. There was no reported impact on the customer's blood glucose level. The issue was resolved after the caller used a different wall adapter, leading the pump to begin charging, and no further assistance was required.